Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot# v634065, implanted: (B)(6) 2011, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3487a-56, lot# v634065, product type lead. (B)(4).

Event description:
It was reported that lead one had low impedance. There was one electrode less than 70 and noted as out of range. No symptoms were noted. No actions had been taken and the event was noted as unresolved with no further actions planned. Additional information reported that lead two had low out of range impedance less than 50. The patient¿s device was interrogated and the patient was reprogrammed. The event was unresolved with no further action planned.